Event description:
It was reported the pump was not audible when alerting. Additionally, blood glucose level displayed high and was resolved with manual injection. Customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.